Manufacturer narrative:
UDI = (B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient implanted with this subcutaneous implantable cardioverter defibrillator (s-ICD) received an inappropriate device charge due to oversensing wandering baseline/non-cardiac artifact. The patient later received two inappropriate shocks due to low amplitude signals. The device was reprogrammed to the alternate sensing vector. No adverse patient effects were reported.